Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error upon boot-up. The programmer was turned off and a different one was used to complete the task. The sales representative that was on-site tried to duplicate the error, but was unable to. Technical support (ts) suggested they monitor the unit and record future boot sequence errors if they occur. The programmer remains in use. There was no patient involvement.